Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was a drop in purge flow and purge pressure increased to the 800's. Tissue plasma activator was added to the purge and support continued. Additionally, there were low pump flows during support. The patient received one unit of packed red blood cells. Support continued.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation of low pump flow and high purge pressure has been completed. The impella device was not returned for evaluation. Low pump flow: in the data logs it can be seen that there are many suction events seen throughout the case occurring more frequently at higher p-levels. The motor current was very flat and there was a trend in the placement signal. It was stated that the patient was on continuous renal replacement therapy (crrt) and having volume issues. The root cause of the low pump flow is most likely due to the patients condition. High purge pressure: the data logs show that on the 8th around 12:30pm there was a motor current spike followed by a 3 minute rise in purge pressure to around 1000mmhg. Pump flows became saturated and the purge flows decreased to about 0ml/h. No high purge pressure high alarms were triggered as it did not reach the 1050mmhg threshold. There were purge volume low alarms triggered. The purge pressure remained elevated for an hour but was trending down insinuating biomaterial hit the impeller and then was in the purge gap. Tissue plasma activator (tpa) protocol was started immediately at 1:25pm as the patient had been off systemic anticoagulation. The elevated purge pressure resolved and remained stable for the duration of the case. The root cause of the high purge pressure is most likely due to biomaterial. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26028 as it is unknown if the initial reporter also sent the report to the food and drug administration.